Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement, and the emergency window appeared unexpectedly on the programmer's screen. The abort button was immediately pressed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was further reported that the programmer experienced unexpected finger touch response while interrogation test implantable cardioverter defibrillator (ICD). Additionally, the programmer failed the incoming functional tests due to loose connector on the link electronic module (lem). Because the programmer exhibited a recurring finger touch performance issue that could not be resolved through servicing, the programmer was decommissioned medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer¿s comment that the programmer exhibited autonomous cursor movement, but was unable to confirm the customer¿s comment that the emergency window appeared unexpectedly on the programmer's screen. It was noted that the cursor jumped up and down in the 'clinical diagnostics' menu but did not activate the 'emergency button' when tested with a finger. It was further tested and issue was observed intermittently. Additionally, it was noted that the front locking latch base frame keyboard was broken, and the stylus pen was defective due to a broken cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.